Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer¿s family or friend reported via phone call that insulin pump was not working prior to hospitalization and has not been able to use it. Customer¿s blood glucose level was 200 mg/dl to 300 mg/dl at the time of incident. Customer declined to perform a carelink upload. Customer does not allege insulin pump was under delivering. Customer was treated in rehab for hemorrhage. The insulin pump will not be returned for analysis.